Manufacturer narrative:
Follow-up #1; date of submission: 09/27/2016. The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings. A review of the pump¿s black box revealed that data from the date of the complaint had been overwritten. The current black box shows no evidence of a voltage drop or excessive battery usage. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The current draws were within specification. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the audio bolus button cover was torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.